Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified downstream occlusion. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Replaced expulsor assembly as preventative measure.

Event description:
It was reported that the pump exhibited an inaccurate volume delivery- evaluation for under infusion required. Additional information received that 250ml was left in the bag out of 570ml bag. No patient injury was reported.